Event description:
Report received from baxter states "flow stopped during infusion (unk delay after administration). The infusion re-started after pt's disconnection." Device contained 40 mg/ml of 5fu (teva) and 5% dextrose for a total fill volume of 47 ml. No pt injury reported.